Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted via a combination method. The patient was discharged home the next day. Thirteen (13) days post index procedure, the patient reported to the healthcare facility reporting of chest pain. On echocardiography imaging, it was noted that the patient experienced a pericardial effusion. The patient was placed on colchicine therapy and their anticoagulant medication regimen was discontinued. Thirty five (35) days post index procedure, a pericardiocentesis was performed to treat this event with 450ml of fluid removed and the drain left in place. Two (2) days after the pericardiocentesis was completed, repeat echocardiography imaging was performed, which showed no effusion remaining, and the drain was removed from the patient. The patient was fully recovered from this event and discharged home the following day.